Manufacturer narrative:
Analysis found an insulation abrasion from the inside, under the rv shock coil and on one of the proximal cables causing an intermittent short between the proximal cable and the rv shock coil. This intermittent short contributed to the reported noise problem.

Event description:
It was reported that the patient received inappropriate therapies. Egms showed noise of possible lead fracture. The lead was explanted.

Manufacturer narrative:
Na